Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed potassium (k) patient sample result obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site and performed service tasks for events of this nature. System verification indicated acceptable performance after the service visit. Repeat of the same sample yielded the expected result. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed potassium (k) patient sample result was obtained on a dimension exl with lm system. The falsely depressed patient result was reported to the physician. The same sample was reprocessed and a higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) result.